Manufacturer narrative:
Manufacturer's investigation conclusion: the modular cable, lot 8396520, was returned for evaluation for an unknown reason. The cable had discolored inline connector strain relief and a discolored controller connector strain relief. It was functionally tested with a test system controller and found to operate as intended during analysis; no alarms were reproduced. The cables internal conductors were also tested, and no anomalies were noted. The wires were tested for current leakage and the cable passed. Additional information provided stated that there were no log files available and there was no information for the reason for return. There were no reported issues with the returned modular cable. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. The heartmate 3 lvas patient handbook section 10 ¿safety checklists¿ provides checklists to assist the patient in performing routine maintenance of heartmate3 lvad, including inspecting the driveline cable for signs of damage and ensuring that the modular in-line connector is secure and the connector locking nut is in the locked position. Heartmate 3 instructions for use section 2-¿system operations¿ and heartmate 3 patient handbook (rev. B) section 2-¿how your heart pump works¿ explain that if it has been determined that damage has been detected in the modular cable, it should be replaced. Heartmate 3 lvas patient handbook section 4 "living with the heartmate 3" (under "caring for the driveline") contains information regarding how to clean and care for the driveline. This section instructs the user: "check the driveline daily for signs of damage (cuts, holes, tears). Call your hospital contact right away if the driveline is damaged (or might be damaged)." And "keep your driveline clean. Wipe off any dirt or grime. If the driveline gets dirty, use a towel with mild dish soap and warm water to gently clean it. Never submerge the driveline or other system components in water or liquid." In addition, section 5 "alarms and troubleshooting" contains a sub-section entitled "what not to do: driveline and cables", which explicitly cautions the user not to twist. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The modular cable was returned for an unknown reason event details: the patient reported an alarm and a lit key on the power supply after a momentary power outage. The problem persists regardless of the connection location (different sockets). A new power supply has been issued. Actions performed: the patient reported an alarm and a lit key on the power supply after a momentary power outage. The problem persists regardless of the connection location (different sockets). A new power supply has been issued. Alarm description: alarm status: unknown. Was a pump explanted?: no. Was a pump exchanged?: no. Patient re-admitted?: no. Patient returned to or?: no.